Manufacturer narrative:
Continued data: h10: related report numbers: mw5156159; mw5156160; mw5156161; mw5156162; mw5156163.

Event description:
Patient reported via sus voluntary event reports (mw5156158), (mw5156159), (mw5156160), (mw5156161), (mw5156162), and (mw5156163).

Event description:
Patient reported left side via sus voluntary event report "allergan (recalled) textured implant, left side rupture, "unexplained medical illnesses over the past 15 years; hair loss - alopecia, seizures, high blood pressure, severe weight loss, and now weight again, anemia, joint pain and swelling, extreme fatigue, and brain fog" which are note device related. Device status unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.